Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint is for a report of the caregiver dropped the patient line in day dwell 2/2. Caregiver started over with new supplies. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Not enough data are available within the complaint information to identify root cause; therefore the root cause of the complaint was not determined. Labeling was reviewed for related use error(s) and there were no issues and no label deficiency. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
While troubleshooting with global technical services (gts), the caregiver stated that the patient line fell on the floor. The caregiver started over with new supplies. Gts had the caregiver complete the initial drain and bypass to fill 1 of 4. No injury or medical intervention was reported.